Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal elite was deployed without incidence. One week later the pt was seen by the cardiologist and was complaining of leg pain. The pt's right leg had a weak pulse. The pt was referred to a surgeon. A cutdown thrombectomy of the right femoral artery was performed. The surgeon noted that the plug was 1-2mm into the artery and was removed from the puncture site. No further complications or info was reported.